Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse has neonate on therapy and the arctic sun device kept alerting 01 patient line open. Water flow rate (wfr) was 0.9l/m, inlet pressure (ip) was -5.3, circulation pump command (cpc) was 100 percentage, system hours were 525.9 and pump hours were 468.1. Nurse stated that they have already stopped therapy, emptied pads, and disconnected/reconnected pads. Confirmed no bends/kinks in the line. Without pads, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 46 percentage. Had nurse connect one pad at a time with proper technique and confirm all tubing was straight with no kinks or bends, verified audible clicks. Water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100 percentage. Replaced pads and device was functioning with no alarms, water flow rate (wfr) was 1.1l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 35 percentage. Lot number of old pads ngkv4252. Nurse stated the pads seemed to be making a noise as if air was leaving the pads and there were bubbles in the line. Per follow up information received via task on 05jan2026, spoke with charge nurse who confirmed pad retention. No further issues noted with second set of pads.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse has neonate on therapy and the arctic sun device kept alerting 01 patient line open. Water flow rate (wfr) was 0.9l/m, inlet pressure (ip) was -5.3, circulation pump command (cpc) was 100 percentage, system hours were 525.9 and pump hours were 468.1. Nurse stated that they have already stopped therapy, emptied pads, and disconnected/reconnected pads. Confirmed no bends/kinks in the line. Without pads, water flow rate (wfr) was 2.2 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 46 percentage. Had nurse connect one pad at a time with proper technique and confirm all tubing was straight with no kinks or bends, verified audible clicks. Water flow rate (wfr) was 2.4 l/min, inlet pressure (ip) was -5psi, circulation pump command (cpc) was 100 percentage. Replaced pads and device was functioning with no alarms, water flow rate (wfr) was 1.1l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 35 percentage. Lot number of old pads ngkv4252. Nurse stated the pads seemed to be making a noise as if air was leaving the pads and there were bubbles in the line. Per follow up information received via (B)(6) on 05-jan-2026, spoke with charge nurse who confirmed pad retention. No further issues noted with second set of pads.